Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (display issue) issue. The distributor alleged that the "liquid crystal display" was "out of service". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/28/2015 with the following findings: during testing, the display screen was found to be faint and discolored. No damage was observed to the display screen.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).